Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under delivery anomaly noted and passed the delivery accuracy test at 0.08720 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 200 to 300s mg/dl. Customer¿s current blood glucose value was 309 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the pump. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer performed high pressure test and it did pass. The insulin pump will be returned for analysis.